Manufacturer narrative:
(B)(4). Unit received with critical pump error due to corroded electronic assemblies. No blank display noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube and corroded motor home switch. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Customer stated display returned after reinsert battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.